Manufacturer narrative:
Literature citation: zhou, lj et al. Clinical observation of mid-stage complications after cervical disc replacement. Zhongguo gu shang. 2010 jul;23(7):514-517 a2: the mean age of the study patients was (B)(6) years; ages ranged from 39 to 69 years a3: study consisted of 34 men and 20 women. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post operative complications were reported in literature summarization of bryan cervical disc replacements. From (B)(6) 2005 to (B)(6) 2008, 54 patients with cervical syndrome were treated with single level prosthetic cervical disc replacement. The patients were followed for 24-36 months with an average of 30 months. It was reported the incidence rate of heterotopic ossification and prosthetic fusion went up year by year. Two patients the first year, nine patients for the second year and twelve for the nearly third year.